Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of ' failed downstream occlusion test.' Was not reproduced. Device passed downstream occlusion testing. A review of the event history log (ehl) revealed "downstream occlusion!" Alarm. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.